Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away during the implant of the leadless implantable pulse generator (ipg). During the procedure, marked bradycardia and asystole were noted, then a drop in blood pressure occurred. It was noted that the device had not yet been deployed during the procedure and no forward pressure was applied at any time the during delivery system placement. Contrast was used during the procedure; however, no contrast staining was noted outside of heart shadow/pericardium. The patient was intubated, a temporary pacing lead was used and advanced cardiac life support protocols were initiated. An echocardiogram and a pericardiocentesis was performed. A pericardial effusion and cardiac tamponade were noted due to a perforation. The patient experienced ventricular fibrillation and asystole, and ultimately passed away. The cause of death was noted to likely be cardiac tamponade.